Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 excessive force.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, the prostyle device was successfully deployed, however when advancing the knot and pulling on the rail suture a suture break occurred due to jerky motion. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation could not be confirmed as the gated suture trimmer and suture were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the suture trimmer was moved irregularly and the rail suture was pulled too early. It should be noted that electronic perclose prostyle instructions for use (IFU), states: ¿avoid quick or jerky type movements with the suture limbs.¿ the IFU violation likely contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. In this case, the account reported possible jerky motion causing the break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.